Manufacturer narrative:
Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.

Event description:
It was reported that, during reprocessing, the bronchovideoscope failed micro testing result twice. There was a possibility that the scope had biopsy channel leak while it was sterilized, and micro tested it failed twice. During both attempts the scope had gone through a long wash and soaked through over an hour. Growths identified during first attempt on (B)(6) 2025 was less than (<) 10 colonies of nelsserla species. Growth identified during second attempt on (B)(6) 2025 result was <10 colonies of streptococcus mitis and < 10 colonies neisseria flavescens. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the bronchovideoscope failed micro testing result twice. There was a possibility that the scope had biopsy channel leak while it was sterilized, and micro tested it failed twice. During both attempts the scope had gone through a long wash and soaked through over an hour. Growths identified during first attempt on (B)(6) 2025 was less than (<) 10 colonies of nelsserla species. Growth identified during second attempt on (B)(6) 2025 result was <10 colonies of streptococcus mitis and < 10 colonies neisseria flavescens. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.